Event description:
The prn loosened from the saf-t-intima device and remained attached to the telescoping shield during the needle removal; this went unnoticed until the next nurse visit. Medication had leaked out of the administration set. The device was in use by a terminally ill patient at home. The pt was unharmed.

Manufacturer narrative:
Attempts have been made to obtain additional info. Upon co completion of the investigation, a supplemental report will be submitted.